Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited image reversal. The issue occurred during a partial lung resection therapeutic procedure while the patient was under sedation. The intended procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality, unable to obtain white balance, unable to obtain dimming, and component failure of the universal cable. A root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause of the reported malfunction could not be identified. Additionally, the malfunctions identified during the investigation poor image quality and inability to obtain white balance and dimming were due to component failure of the universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.